Event description:
It was reported that during a ptca procedure, the pt presented with acute myocardial infarction of the proximal right coronary artery and upon trying to cross the very heavily calcified and totally occluded vessel, the tip of the guide wire separated. The guide wire was torqued in an attempt to remove it from the pt. A snare was then used to retrieve the guide wire tip; however, this was unsuccessful and the tip remains in the pt. No further intervention was attempted and the pt is in stable condition.